Manufacturer narrative:
Product event summary: analysis found that the device displayed an error, and there was a screen display issue. As a result the printed circuit board and display module were replaced. The device was then calibrated and passed final testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device automatically shuts down often. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.